Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The device was received in with signs of dropping or bumping. Scratches to the exterior housing, damages to the battery compartment, loose nurse call receptacle and a missing battery door was noted. During functional testing, the unit failed to sound when in use with a magnet and sensor pad. Upon opening the device, it was discovered the speaker was defective. Being that the device is over five years old, it is likely normal wear and tear that contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm has power but does not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.